Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2016-02049 / 02050). Additional events for this patient reported on medwatch numbers 1825034-1825034-2015-0395 and 2016-2047. Product location unknown.

Event description:
Patient underwent a knee manipulation under anesthesia approximately two months post-implantation due to unknown reasons.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.